Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer was advised to replace supplies as needed and resume insulin therapy.